Manufacturer narrative:
On 10-jul-2023, intuitive surgical, inc. (Isi) obtained the following additional information: when the surgeon pressed the camera pedal, it did not move and the instruments that were being controlled moved as if the surgeon was not pressing it. This problem was solved after a third, harder press on the camera pedal. No uncontrolled movement was observed. The image was not reversed. The operation was completed robotically with no patient injury. There is no video available for review. Patient demographic information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a camera arm control issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce reported problem, and it was not present in the event log. The robot arms moved without any human action according to customers. No abnormalities noted during the in-depth diagnosis. The system was tested and verified as ready for use. The complaint regarding camera arm control was not confirmed based on the field evaluation/, which indicates that the device did not contribute to the customer reported issue.

Event description:
A nurse called after a da vinci-assisted surgical procedure to report that the surgeon complained about the control of camera. Caller stated that the scope was installed on universal surgical manipulator (usm) 2 and the surgeon had difficulties controlling it during surgery. The tse could not view the system event logs, because the system was not connected to onsite. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.